Event description:
It was reported that during a transvaginal procedure, the suture sheath snapped and was very difficult to remove. The physician had to make a superpubic incision to remove the suture sheath. The case was completed successfully by a different technique with no pt complications. The device was discarded at the hosp.